Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue; therefore basal rates were not adjusted and insulin was not automatically suspended. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. Customer acknowledged pump was functioning as intended.